Event description:
Reportedly, the smart touch tablet was stuck on the arrhythmia lists during a follow-up. The solution was to remove the battery.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).¿ - reportedly, during a pacemaker interrogation on 7 november 2022, it was impossible to exit the list of arrhythmia episodes, the tablet was stuck on. - the analysis revealed that this known behavior is due to the graphical user interface (gui) that could not be properly updated when switching from an episode to another during the pacemaker interrogation, leading to the reported freeze. - in the case of reoccurrence, different actions can be taken to avoid this freeze: ¿ change the screen to another one ¿ start a printout ¿ remove the inductive head from the patient and set it to nominal - it should be noted that this issue does not impact the pacemaker operation itself. - this case is recorded for trend purpose.